Event description:
The user facility reported a water leak from their amsco 400 sterilizer. No injuries were reported. Procedural delays and cancellations were reported due to the water leak.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and confirmed that the cause of the leak was due to a damaged ck5 check valve and o-ring. The technician replaced the damaged check valve and o-ring, confirmed the sterilizer to be operating properly and returned the unit to service. No further issues have been reported. The sterilizer is under steris contract agreement for maintenance and last received preventative maintenance on april 9, 2014 at which time the unit was confirmed to be operating to specification.